Event description:
During a premature ventricular contraction of the right ventricular outflow tract (rvot) case, temperature issues with the catheter resulted in the procedure not being finished. 15 rf applications were performed in the postero-lateral rvot with no issues. The power, temperature cut-off and initial irrigation setting used during the procedure: 28 w, 45 degree c, flow 13 ml/min. A remap was done, the source of vt ectopy was localized more laterally so the catheter was moved there. The first rf application was done in this new location but a generator error message was displayed, "measured temperature higher then programmed limit¿. No setting changes had been made prior this rf application with respect to previous 15 rf applications, but the temperature cut-off was still reached and ampere stopped the rf delivery. The pre and post irrigation was changed to 3 s and the power was decreased to 20 w but this did not resolve the issue. The tip orientation during ablation was perpendicular or 45 degrees. The case was stopped without successfully finishing the procedure. There were no patient consequences.